Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During installation of the device, the user reported the heart lung console battery was not charged. The system could not switch to battery mode as expected. The field service representative replaced the battery to resolve the issue. Since the event occurred during installation of the device, there was no patient involvement during this event.